Event description:
While polishing fillings the patient stopped the procedure and informed the doctor that the handpiece felt hot. The doctor felt the tip of the handpiece and found it was extremely hot to the touch. The suctioning device was removed from the patient's mouth and the doctor observed heat trauma to the patient's buccal mucosa. The patient has had a follow-up visit with the doctor since the event occurred and has healed normally without need for further medical treatment due to the injury.